Event description:
Health care professional reported that approximately 5 hours post implant the pt arrested. At reoperation, the disc appeared stuck; cause could not be identified. The valve was replaced with a ball valve. The pt expired post operatively. The vlave was returned for eval.